Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical ags reference: (4). Hamilton medical ag`s comes to the following conclusion: hamilton medical ags conclusion is: hamilton medical ag received the logfiles of the device for analysis. Based on the analysis of the log files, the device recorded a panel conection lost alarm. The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and ventilator unit (vu) is interrupted. The most probable root cause is a defective ip esm board. As a corrective measure, replacement of the ip esm board has been recommended but that our partner did not confirm the repair of the device. Corrected/updated h6 section imdrf codes.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): (1) panel connection lost was reported. (2) additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Conclusion from hamilton medical ag (hamilton medical ags reference: (B)(4). Hamilton medical ag received the device log files for analysis. The evaluation revealed that a ¿panel connection lost¿ alarm had been recorded. This alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). The most probable root cause is a defective ip esm board. As a corrective action, replacement of the ip esm board has been recommended. The replacement of the component was not confirmed at the time of this final mir. Importantly, the ventilator continued to operate during the ip reboot, and ventilation to the patient was not interrupted.